Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log shows that at 11:57 am on (B)(6) 2017 an infusion of norepinephrine non CT surgery 16mg/250ml was restored and infused at various doses/rates until (B)(6) 2017. The volume recorded as being infused during this period was 417.289ml. There were three instances where the user programmed the dose/rate much higher than the reported 11.4ml/hr. The first two times, the dose was reprogrammed to a lower level quickly (within 2 minutes and within 30 seconds). The third time, it remained infusing at the higher rate (9 times the previous rate) for 11 minutes. It appears the user intended to lower the dose from 0.1 mcg/kg/min to 0.09 mcg/kg/min (6.7ml/hr) and mistakenly raised it to 0.9 mcg/kg/min (67ml/hr). Functional testing found the pump module to be delivering fluid within specification. There were no leaks or other anomalies observed with the returned primary set. The root cause of the overinfusion was identified as user programming.

Event description:
The customer reported an infusion of levophed was programmed to infuse at 0.15mcg/kg/min (11.4ml/h) however the device infused faster than expected. The infusion was disconnected from the patient. As a result of this event, the patient experienced a hypertensive episode with no lasting harm.